Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (large left atrium, low coaptation depth) and user technique/procedural circumstances (difficulty visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. Visualization of the anterior mitral leaflet was noted to be difficult, due to a shadow from the clip delivery system (cds) in the area of the anterior mitral leaflet. The clip grasped the leaflet, and it was felt that the grasp was satisfactory. The clip was implanted; however, immediately after deployment, the clip detached form the anterior leaflet, but remained attached to the posterior leaflet (slda). Two additional clips were implanted to stabilize the detached clip and reduce mr. One clip was implanted medial to the detached clip and one clip was implanted lateral to the detached clip. Mr was reduced from grade 4 to grade 1. No additional information was provided.